Manufacturer narrative:
This report is submitted on october 17, 2023.

Event description:
Per the clinic, open circuits were noted on all electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 6, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 08, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced no sound from the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. This report is submitted on february 7, 2024.